Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for what was either a conducted atrial rhythm or sinus tachycardia, leading to rhythm acceleration. Therapy was exhausted during this episode. Boston scientific technical services (ts) discussed changing the rate zone for therapy delivery. The device had previously delivered multiple shocks for a conducted atrial rhythm. No adverse patient effects were reported. This device remains in service.

Event description:
Boston scientific technical services (ts) review of episode electrograms confirmed that the rhythm acceleration resolved.